Event description:
Medical staff reported that the access port to a lap-band device was leaking. Follow-up findings: the problem was first observed, prior to explant when the pt had "increasing hunger, loss of restrictive symptoms" during a "series of full fluid aspirations." The port was replaced. The explanted device was discarded and will not be returned.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report was discarded post-operatively and will not be returned for analysis. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has not received the product. Therefore, no analysis or testing has been done. No add'l info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."